Event description:
It was observed that during the device inspection, the bronchovideoscope exhibited the image disappeared during angulation, due to damage to the ccd unit. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure indicating expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the bronchovideoscope exhibited no image. Unsure as to when the unspecified procedure took place. The procedure was completed with the same device. There were no reports of patient or user harm, injury, or death.